Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an enterra therapy implantable neurostimulator (ins). It was reported that the battery flipped. The rep further explained that the actions/interventions taken to resolve the issue were that an intervention was planned and the patient was taken back into the operating room (or) to fix the patient's battery flipping outward in the pocket.  In addition to the flipping the environmental/external/patient factors noted were that the health care professional (hcp) expressed that they wished they had been able to tax the battery on both sides and not just one. The issue was resolved at the time of the report and the ins remained implanted and in use.